Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The user's blood glucose (bg) was as high as 275 mg/dl. The user addressed bg level with bolus via the pump. Reportedly, the user did not want to prime the tubing to remove air bubbles.